Manufacturer narrative:
This complaint has been determined to be un-reportable due to futher information gathered from the reporter. There is no complaint. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's eye. Reportedly during a conversation, "two retinal detachments with two separate icl patients."